Event description:
Synthes (B)(6) reports an event as follows: surgeon performed high tibia osteotomy (hto) using tomofix plate and screws along with chronos granules on an unknown date. Reportedly the patient developed an infection post-operatively. No further details were provided. It is not known if any revision or other medical intervention was required or will be scheduled. This report is for an unknown tomofix plate. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.